Event description:
Two and a half weeks post-surgery, doctor reported female patient presented with post-operative bile leak. Patient administered antibiotics and released. Surgeon feels this unrelated to the aquamantys.

Manufacturer narrative:
(B)(4). Eval, method, results: facility not returning product as product is still in use. Conclusion: facility not returning product as product is still in use. Product event: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.